Event description:
It was reported that pump screen was broken, with touchscreen described as unreadable and unresponsive, although pump still powered on, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer arranged for device to be returned for evaluation, and distributor coordinated replacement pump with new serial number, with no additional information available regarding further corrective actions or final outcome.